Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. The customer reported the part of the pump you insert the insulin vial there is a plastic rim and it has broken and half of it has fallen off. Customer noticed the reservoir chamber is cracked and missing a piece. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.